Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was not confirmed during sample evaluation. The actual defective sample wasn't available for evaluation. (B)(4). No defect was observed during sample evaluation of these companion samples. No other tests were performed. The samples were found within specification.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which the operator observed the tubing of the set snapped 6 cms from the connection point to the PICC line. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.